Event description:
The following has been reported: reported/incident date: reported 08.30.24 incident date unknown (estimated within the past 10 days). Office location: (B)(6). Type of alarm: service needed. Pump infusing? No. Patient harm? No. Hard power reset? Yes. Result of power reset? Resolved. Other notes: pump was cleaned and passed test infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No pump was returned for evaluation so the complaint could not be confirmed or refuted. An internal CAPA was opened to investigate this issue. A DHR review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. No actions required at this time since the pump was not returned and the complaint was not confirmed or refuted.